Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited noise and oversensing on the right atrial (ra) lead, which led to inappropriate atrial tachycardia response (atr) episodes. Additionally, high out-of-range pacing impedance measurements on the ra lead were also noted. Further evaluation was recommended. At this time, this product remains in service and no adverse patient effects were reported.